Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 500 mg/dl and a correction bolus was delivered. Customer did not know cause of elevated bg. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event.